Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 170755: 25 items manufactured and released on 27 june 2017. Expiration date: 2022-06-08 no anomalies found related to the problem. To date, 11 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on (B)(6) 2018 by medical affairs department: few months after primary rsa the metaglene is found to be loose. According to the surgeon, the initial position of the component did not allow good fixation and good function; this situation is reportedly caused by the patient's peculiar anatomy. The revision operation is very demanding and of impressive result. There is no reason to suspect that the adverse event was caused by a faulty device.

Event description:
The sales representative has been informed by the surgeon on (B)(6) 2018 that a revision surgery will be necessary. Revision surgery performed on (B)(6) 2018 due to consistent pain after about 7 months from the primary. Metaphysis, screws, glenosphere and baseplate were revised. After glenoid polyaxial screws removal the threaded glenoid baseplate was taking out very easily.

Manufacturer narrative:
Additional information received on 11 july 2018: the first case was done with not medacta product and the inferior screw was implanted as requested in the st (mandatory screw). The implant mobilization and lack of osseointegration could be due to the important bone defect that it had after removing the cemented glenosphere. Visual inspection performed by r&d product manager on 14 june 2018 no sign of osseointegration was noticed on the backsurface of the threaded baseplate. This fact may have increased the risk of mobilization of the glenoid construct. The absence of osseointegration may be due to the component being originally implanted with a bone graft on a glenoid with a massive defect. The reverse surgery was indeed a revision of an anatomic implant from another company. The other inspected implants to not present details of any concern.